Event description:
It was reported the right ventricular (rv) lead may have oversensing and loss of capture as seen on a stored high rate episode. The rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.